Event description:
It was reported that the patient presented with phrenic nerve induced diaphragmatic stimulation due dislodgement of the atrial lead. The pulse generator was programmed to vvi, 60 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.